Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Unable to contact customer. No address provided by customer. Most likely underlying root cause: (B)(4)-user applied blood to strip before inserting strip into meter. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product letter no address provided.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. Friend is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of excessive thirst, frequent urination, and blurry vision. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. Test strip lot manufacturer's expiration date is 10/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.